Event description:
Despite efforts to obtain the status of the lead it was not possible.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent an MRI scan with this device and noise was seen. An inquiry regarding why ventricular pacing markers were seen between the ventricular tachycardia and ventricular fibrillation episodes. It was noted that the pacing thresholds had been programmed high as the patient had no capture at lower pacing thresholds. The patient was not pacemaker dependent. A possible right ventricular (rv) lead fracture was suspected. Boston scientific technical services (ts) noted that this system is not MRI compatible. No resets or faults were noted in this device. The ventricular pacing seen was due to a ventricular tachycardia response, ts further discussed the functionality of the device and discussed possible reprogramming.